Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed, the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was positioned, but the helix mechanism stopped after 15 rotations. The physician manipulated the helix several times. Eventually, the helix completely extended. After the right atrial lead was positioned, the rv lead was tested and the pacing waveform had changed. Fluoroscopy revealed the rv lead was dislodged and fell into the apex of the heart. Attempts to retract the helix were unsuccessful after 15 turns. Five attempts to retract the helix were performed and the helix finally retracted. The physician attempted to implant the rv lead in the same position again; however, the threshold measurement was not successful. The position was changed several times, but the threshold measurement was never acceptable. The rv lead was eventually positioned in the lower septum, but it was again difficult to extend the helix. After six attempts, the helix extended. Noise was observed through the pacing system analyzer. Troubleshooting was performed, but the noise persisted and loss of capture was observed. The physician elected to explant the lead; however, the helix would not retract. At this time, high impedance measurements were noted. As a result, fracture was confirmed. The rv lead was removed and successfully replaced. No adverse patient effects were reported.